Event description:
It was reported that the foley catheter after placement leaked from the catheter shaft area.

Manufacturer narrative:
The reported event was unconfirmed. Received (6) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley with syringe. Visual inspection of the sample noted no physical defects present. Using the return syringe inflate the catheter balloon with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100 ml distilled water) and inflated properly with no leaks or holes observed. Noted that the balloon concentricity within specification. With the syringe attached the catheter balloon passively deflated in under 5 min: 1 min 15 sec with no cuffing or issues. No root cause could be found because the reported event was unconfirmed. DHR is not required since the reported failure was unconfirmed. As the reported event is unconfirmed, a labeling review is not required. Correction- d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter after placement leaked from the catheter shaft area.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.